Event description:
It was reported that that the right ventricular (rv) lead showed a lead warning with polarity switch. During interrogation, the rv capture threshold was unstable and high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated that the setscrew marks on the connector pin were too proximal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).